Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient does not have sufficient coverage for her right sided pain. As such, surgical intervention took place on (B)(6) 2022 wherein the right lead was explanted and replaced with a new lead. The new lead was implanted more to the right addressing the issue. Reportedly, adequate therapy was restored post op.